Event description:
Per a cardiac cath report dated (B)(6) 2019: ¿inferior vena cava below the inferior vena cava filter: severe post thrombotic changes with multiple small channel off recanalized flow. The inferior vena cava has focal stenosis at the level of inferior vena cava filter hook with small channel flow. Within the filter, there was also extensive fibrosis limiting the flow toward the right atrium. Balloon angioplasty as discussed above performed in the distal inferior vena cava and within the inferior vena cava filter with improved flow. The inferior vena cava itself has extensive fibrosis and tilted. There was a fractured limb noted within the wall of the inferior vena cava. The limb appeared to be stable and embedded within the wall of the inferior vena cava above the filter. There appears to be also postthrombotic changes and impaired flow. Following multiple balloons angioplasties of the entire right lower extremity venous system and inferior vena cava below and within the inferior vena cava filter, there was mild improvement of flow.¿ per the retrieval report dated (B)(6) 2018, ¿impression: technically successful inferior vena cava filter retrieval. Previously broken strut was not retrieved.¿

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2008. The patient alleges to have been injured without further explanation.